Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that loosed drive support cap. The customer¿s blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to j2/lcd keypad connector unlocked. Unable to confirm over delivery, bolus delivery anomaly or perform the functional testing, including the delivery accuracy test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Drive support disk was inspected and no anomaly was noted.